Event description:
It was reported that the patient experienced recurring incontinence. The artificial urinary sphincter(aus) cuff was revised and a new cuff was implanted. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.